Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was lens glistening. Additional information was requested, but further no information was available.

Manufacturer narrative:
Information was provided that the patient was previously treated for a macular hole and had lasik. The event was stated to be related to multifactorial decreased vision including lens glistenings and post operative residual myopic astigmatism. The company (2.25cyl), 21.0 diopter lens was exchanged for a company (1.50cyl), 19.5 diopter lens. The change in the spherical and cylinder power may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient experienced post operative residual myopic astigmatism. Patient's symptoms were resolved.